Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the anvil of the instrument was observed to be tilted. Anvil cutting ring showed no traces of knife impression and the ring was received intact. Anvil cutting ring showed no traces of knife impression; however, no other external abnormalities in terms of missing or assembly were observed. Frangible four tabs were protruding as an indication of tilt action which is an expected position. Center rod white overmold was damaged presenting deep marks suggesting rough handling while grabbing the anvil assembly. Anvil was disassembled, all components were observed present: cut ring, frangible ring, anvil and center rod including plunger, spring, latch and pin. Components were in good condition for proper interaction. Frangible ring was crushed or collapsed as expected after tilt action when compared to a new one. It was reported that the anvil tilted prematurely / prior to firing. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, while approximating the tissue and closing the space between the anvil and the cartridge, the surgeon saw a small tear in the tissue at the place where the staple line would be. The stapler was fully opened up and removed the anvil from the spike to throw another stitch at the pursestring. Once the anvil was separated from the spike, the anvil tilted so it could no longer be used. The surgeon removed the anvil, cut the tissue and sew a new purse string around a brand new anvil. This extended the surgical time by more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.